Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 80, 75cm mustang¿ balloon catheter was advanced to dilate the target lesion. The balloon was inflated three times and each inflation was within the devices' rated burst pressure for a duration of one minute. However, upon the third inflation, the balloon ruptured. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.